Event description:
On june 10, 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra mini meter did not turn on. The complaint was classified based on the initial information provided to the customer care advocate (cca). The pt said that battery symbol came on her meter 3 or 4 days ago. She said she changed the battery and the meter still did not turn on. She continued to take her nightly lantus insulin and standard 5 units of humalog insulin before meals; however, she held her additional coverage (sliding scale) humalog insulin because she was unable to test with her meter. She said she was shaking at about 4:00 pm on the day of the event, after the power issue started. She said she recognized her symptom as typical of hypoglycemia and ate some more food. The cca walked the pt through checking the battery placement and attempted to walk the pt through testing; however, the meter did not turn on when the test strip was inserted. The pt's products were replaced. This complaint is reported because the pt alleges that the lfs meter did not turn on and afterward she became shaky, which can be associated with hypoglycemia. The pt treated herself by eating more food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.